Event description:
Healthcare professional reported, " a left side deflation." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported, left-side deflation. Device has been explanted and replaced.